Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Inflammation and inflammatory nodules are known potential adverse events addressed in the product labeling; abscess and "fractured palatal root" are considered unexpected adverse drug experiences. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient in the cheeks via supra-periosteal injections with half a syringe of juvéderm voluma® xc. A month and a half later, the patient was injected again in the cheeks via supra-periosteal injections with half a syringe of juvéderm voluma® xc. The patient was prepped with hypochlorous acid. Four months later, the patient experienced an ¿asymptomatic yet severe, chronic apical abscess of tooth #14¿ (not related to dermal filler) that was picked up on routine dental x-rays. The patient received root canal therapy. The following month, the patient visited an endodontist for a checkup and a periapical x-ray revealed a ¿very large lesion with unusual sharp tooth.¿ the tooth was repacked and medicated again. Within the next month, the patient experienced ¿intermittent left cheek swelling¿ that the patient self-treated with advil for 1-2 days until the symptoms abated. The following month, the patient returned for a root canal. A month and a half later, the patient reported ¿mild left cheek swelling with mild warmth and tenderness to the touch.¿ the patient was placed on doxycycline 100 mg twice daily x 2 weeks. The patient returned to an evaluation 4 days later and reported significant improvement. The patient was treated with .3 ml of hylenex to the left cheek. Five weeks later, the patient reported a ¿smaller, less tender nodule¿ in the same area. The patient was given doxycycline 100 mg twice a day for 2 weeks and .2 ml of hylenex. Twenty-one days later, the patient was reevaluated and a tiny ¿nodule¿ was palpated and ¿mildly tender to touch.¿ the patient was treated with .4 ml of hylenex. The patient refused treatment with clindamycin. Half a month later, the patient reported ¿a tiny nodule¿ copped up again and described it as ¿not painful or warm.¿ two days later, the patient had a CT scan that revealed a ¿fractured palatal root on tooth #14 (not related to dermal filler).¿ the endodontist will open the tooth and medicate the fractured root. The injector placed the patient on cipro 500 mg twice a day x 4 weeks. A new "nodule" appeared on the right cheek that was reported to be "slightly tender." The nodule lasted for 3 days and subsided spontaneously and has not returned while the patent is on cipro. Four days later, the patient was told that the injection in tooth #14/related root fracture was healing very well. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00040 (allergan complaint (B)(4)). This is the first MDR submitted for the second injection with suspect product, juvéderm voluma® xc.